Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection and erosion with sepsis. Reportedly, the patient presented to the hospital with an open wound, draining with tan foul smelling pus. The patient also had fever, nausea and malaise. The patient was then treated with antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.